Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received out of service paperwork in (B)(6) 2016 that was filled out by an autopsy technician. The documented cause of death was hypertensive cardiovascular disease. The date of death occurred on (B)(6) 2011 (two days after the implant procedure). An online obituary noted the patient died at the same healthcare facility where they were implanted. The patient was going to be cremated following the funeral services. No reported allegations were made against the pacemaker or implant procedure back in 2011.